Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 400 mg/dl with confusion and nausea associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and self-treated with insulin via injection. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. It was reported that the patient¿s healthcare provider made recent changes to their basal rate. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: a review of the black box showed the basal history appeared to be inaccurate due to an unexplained power on reset event. The pump was powered back on with the deliveries resumed. The pump was run for 24 hours with a 2 unit per hour basal rate and at the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. No alarms or power on resets occurred during testing. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The allegation of the basal history recording a defect was unable to be duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad.